Manufacturer narrative:
Additional information was received that the patient's hospitalization was not procedure related.

Event description:
A report was received that the patient ended up going to the hospital after the lead pull. The event was not device related but unknown if procedure related. The patient is doing well.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-2316-50e, serial #: (B)(4), description: infinion 1x16 perc lead and splitter 2x8 kits. The explanted devices were not returned to bsn.

Event description:
A report was received that the patient ended up going to the hospital after the lead pull. The event was not device related but unknown if procedure related. The patient is doing well.